Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. The attorney alleges the patient experienced infection. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent implant of an unspecified ventrio mesh. Subsequent to the surgery, the patient began to feel pain, swelling, and other symptoms associated with infection due to alleged defective mesh. (B)(6) 2015 - patient underwent surgical debridement due to infection caused by the previous surgery and implant. (B)(6) 2015 - patient underwent surgery to remove the unspecified ventrio mesh due to alleged infection and reactions caused by the device. The attorney alleges the patient experienced pain, explant and infection.